Event description:
It was reported that shaft break, difficult to removed and dislodgement requiring additional intervention. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 3.00 x 38 mm synergy xd drug-eluting stent was advanced to the proximal lad for treatment. The stent balloon was inflated to 4 atmospheres; however, it only partially inflated and could not be further expanded. Attempts to withdraw the balloon were unsuccessful. During retrieval, the hypotube fractured and separated from the balloon catheter. The fractured segment was removed from the guide catheter. A snare was introduced in an effort to retrieve the remaining components, but the hypotube could not be visualized under cine imaging. During the snaring attempts, the guide catheter and guidewire lost position. The patient was transferred to (B)(6) hospital for surgical intervention. At the receiving facility, the hypotube was successfully retrieved from the subclavian artery under CT guidance. The dislodged stent and balloon were also successfully removed. The patient was discharged without further complications and made a full recovery.

Manufacturer narrative:
The device was returned for analysis. A visual, tactile and microscopic analysis was performed. A visual and tactile examination identified a break had in the hypotube at 106.5cm distal to the distal end of the strain relief. The hypotube exhibited kinks. A detached lasercut section of the device (measuring 13.5cm in length) was also received. The distal section of the device, including the distal extrusion, balloon, stent and tip, was not received for analysis. A microscopic examination of the hypotube break identified that a break had occurred in the midshaft extrusion (at the same location 106.5cm distal to the distal end of the strain relief). A kink was observed in the lasercut region. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break, difficult to removed and dislodgement requiring additional intervention. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 3.00 x 38 mm synergy xd drug-eluting stent was advanced to the proximal lad for treatment. The stent balloon was inflated to 4 atmospheres; however, it only partially inflated and could not be further expanded. Attempts to withdraw the balloon were unsuccessful. During retrieval, the hypotube fractured and separated from the balloon catheter. The fractured segment was removed from the guide catheter. A snare was introduced in an effort to retrieve the remaining components, but the hypotube could not be visualized under cine imaging. During the snaring attempts, the guide catheter and guidewire lost position. The patient was transferred to sydney hospital for surgical intervention. At the receiving facility, the hypotube was successfully retrieved from the subclavian artery under CT guidance. The dislodged stent and balloon were also successfully removed. The patient was discharged without further complications and made a full recovery.